Event description:
It was reported that a pt underwent a ventral incisional hernia repair procedure on (B)(6) 2010 and mesh was used. The pt experienced increasing supraumbilical pain with protuberance at the hernia repair site for several weeks which the surgeon noted on (B)(6) 2010. The pt underwent a re-operation on (B)(6) 2010 for recurrent incisional hernia. The recurrence was just cephalad to the repair site. The operative report states "it was evident that there was giving-way of the mesh at the superior aspect of the defect and omental attachments were noted at the site".

Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.